Event description:
It was reported that during procedure, the electrode check kept x for both channel. User changed to another patient interface, but still x for both channels. There was a procedure delay of 10 minutes. The procedure was completed with the reported product. The patient status is reported as alive with no injury. Additional information received, reported that the electrodes failed immediately after intubating the emg tube. The electrodes were interchanged to channel 3 and 4 but still the issue could not be resolved.

Manufacturer narrative:
H3: analysis found visually, the packaging carton was somewhat damaged when returned. The packaging carton contained an open pouch with a size 6 trivantage tube. There were traces of contamination found at the distal end of the tube. There was a white tape wrapped around the tube near the clamp shell. There were small voids found in a blue electrode trace pad. When returned, the tube was missing harness, it was cut off. The remaining portion of harness (ends) was stripped off for continuity check. Electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were red (19.9 ohms), red with white stripe (10.7 ohms), blue (32.2 ohms), and blue with white stripe (11.5 ohms), all within specification. Functional testing was not possible due to the tube damage (harness cut off). Additionally, a syringe was used to inject 15cc of air into the cuff, and the cuff inflated/deflated with no issues. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.